Event description:
Surgeon was using staple devices intra-op. I was called to the room to collect 2 staple products that misfired. The case was over. The surgeon did not provide info as to what happened. He only stated that they misfired. He stated no harm was done to the patient. One was an ethicon product. The ethicon representative was advised.